Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's leads had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced to address the issue.

Manufacturer narrative:
The lab cannot confirm migration with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report stated that the patients leads were migrated one being more drastic than the other. Analysis of the returned complete lead found no broken wires, damage or anomalies. The lead was checked for and passed end to end continuity and inter-channel continuity testing.